Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with motor error alarm during basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. The pump was unable to verify alarm in the alarm history due to erased history file. An alarm had a corrupted history file. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received 3 motor errors on his pump and has not seen them before. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.